Event description:
Customer reported that the insulin pump was not working. She stated that she received an auto off alarm and that the date and time would not show. The blood glucose reading was 243 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button repsonse due to a flattened act button dome switch. The auto off and time clock anomaly could not be verified due to the keypad anomaly. The insulin pump had minor scratches on the display window, cracked display window corners, a broken belt clip slot, and a cracked reservoir tube lip. The displacement test could not be performed due to the keypad anomaly.